Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 22-aug-2023. H6: investigation summary: one open 31g x 5mm pen needle sample was returned from lot. No. 2152817, cat. No. 325107. Visual examination was carried out on the returned sample and a bent non patient end of the cannula was observed. A functionality test was carried out and no issues were observed. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. As sample returned was open it is not possible to determine root cause.

Event description:
It was reported that the consumer had difficulty attaching the bd micro-fine ultra¿ insulin pen needle to the pen during use. The following information was provided by the initial reporter: "suspicion of quality defects / reason: there are some needles in the package "which" are bent in the plastic sheat. So the customer cannot put the needles on his pen."

Event description:
It was reported that the consumer had difficulty attaching the bd micro-fine ultra¿ insulin pen needle to the pen during use. The following information was provided by the initial reporter: "suspicion of quality defects / reason: there are some needles in the package wich are bent in the plastic sheat. So the customer cannot put the needles on his pen."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.